Event description:
On (B)(6) 2014, the distributer contacted animas and reported a call service alarm issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the pump¿s black box and alarm history showed several call service alarms. The pump was able to power on; however, a call service alarm was emitted upon starting up. An internal component failure was found causing the alarm; the component was replaced and reprogrammed. The pump was able to power on and be exercised with no alarms.